Event description:
A small stature cslp construct was implanted on an unknown date. Approximately 3 weeks post-operative, in 2000, the pt was brought to the ER complaining of weakness. X-ray found one screw missing from the construct. In 2000 a posterior fusion of c2-7 was performed and pt was flipped over to explore the anterior fusion. It was confirmed that one screw was missing. Entire construct was removed.